Event description:
A ventilator was returned to the MFR for routine preventative malfunction. There was no allegation of device malfunction. The device was not in patient use.

Manufacturer narrative:
During the evaluation of the device at the MFR's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's system board and blower motor need to be replaced to address the issue. Conclusions - device has been evaluated but the estimate was rejected by the customer. The device was returned unrepaired.